Manufacturer narrative:
H3 - device evaluation: lens was returned in a ziploc bag, in a vial. Visual inspection found the lens optic and haptic torn, and the lens was returned in three pieces. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.00/1.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens implanted, removed, and replaced intraoperatively on (B)(6) 2019. This resolved the problem. Cause of the event is reported as device. Per reporter, "the lens did not fully eject from cartridge. Not sure if plunger and/or cartridge caused lens to shred during injection of back half."